Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the protection on one of the fenestrated bipolar forceps (fbf) wires, which runs around the beige part where the instrument is attached, was found to be damaged. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay in the procedure. Intuitive surgical (is) followed up with the customer and obtained the following additional information regarding this event: the damaged cable was black. The black conductor/energy cable had black insulation stripped or damaged. There was no loss of cautery associated with the broken cable. There were no signs of thermal damage at the site of breakage.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.